Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp) a revision surgery was performed in which the existing ipp was removed and a new spectra penile prosthesis (spp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced infection leading to the revision surgery. The device did not present any malfunction. There was no information available regarding the current status of the patient. No more information available at the moment. Should additional information become available, it will be provided.